Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the preperitoneal dissection in a laparoscopic inguinal hernia repair, the first balloon was opened and an inflation attempt of the dissection balloon was made however, the balloon would not inflate. Another balloon was opened and still would not inflate. A third balloon was opened and was successfully inflated. There was no patient injury.